Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a preloaded injector system had an intraocular lens (iol) that did not unload properly in the eye. The disposable part of the inserter was inserted into the eye but the actual lens did not fully unload. Another lens was opened and worked as expected. Additional information was requested.